Event description:
The customer reached out to technical support with reports of the v60, alarming low tidal volume, and co2 rebreathing hazard. No reported patient or user harm or impact. It is unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. Further information has been requested. Based on information received the gas delivery system (gds) will be needed to resolve the issue. A philips biomedical equipment tech (biotech) was deployed to the facility. Confirmed the reported issue and installed new gds. Per biotech, the gds was installed and the device functioning as expected. Biotech repaired the unit, and the unit was returned to service. Based on information provided, the customer¿s alleged malfunction was confirmed.

Manufacturer narrative:
The issue/problem was identified and discovered on (B)(6) 2022 during testing prior to putting unit on a patient.